Manufacturer narrative:
The investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 7 years post implant of a 26mm sapien xt valve, the patient presents with aortic valve stenosis due to natural disease state. A 23mm sapien 3 valve was implanted with good outcome.

Manufacturer narrative:
A supplemental MDR is being submitted based on review of medical records. The following section of this report has been updated: b7 (other relevant history, including preexisting medical conditions). The investigation is still ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on investigation. The following sections of this report have been updated: h6 (type of investigation, investigation findings, investigation conclusions). The device was not returned to edwards lifesciences for evaluation as it remains implanted. Therefore, no device analysis could be performed. No imagery was provided. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Additionally, it does not allege a labeling issue or device related infection. Therefore, no device history record (DHR) review or lot history review are required. The event for valve degeneration and/or deterioration was confirmed by medical records. No manufacturing non-conformance was identified during evaluation. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the sapien xt valve usage. Per IFU, accelerated deterioration of the thv may occur in patients with an altered calcium metabolism. Additionally, valve degeneration or deterioration is generally due to a gradual, multi-year, and patient-specific process of calcification of the leaflets, and it is one of the potential adverse events associated with bioprosthesis heart valves as outlined in the IFU. Based on the review of the IFU/training manuals, no deficiencies were identified. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Structural valve deterioration (svd) can and typically does lead to central leaks over a period of time. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity, it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related factors (for example: patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The event description states 'approximately 7 years 21 days post implant of a 26mm sapien xt valve, the patient presents with aortic valve stenosis due to natural disease state. A valve in valve (vinv) procedure was performed with a 23mm sapien 3 valve with good outcome'. In this case, the patient had a history of chronic kidney disease (ckd) stage 3, type 2 diabetes mellitus and hyperlipidemia per medical record review. It is well known that patients with pre-existing co-morbidities (ckd, type 2 diabetes mellitus and hyperlipidemia) may increase the risk for valve calcification leading to svd. In this case, available information suggests that patient factors (ckd, type 2 diabetes mellitus and hyperlipidemia) may have contributed to the reported event. However, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no labeling or IFU/training inadequacies were identified, no product risk assessment (pra) nor corrective or preventative actions are required.

Event description:
Per the field clinical specialist (fcs), approximately 7 years 21 days post implant of a 26mm sapien xt valve, the patient presents with aortic valve stenosis due to natural disease state. A valve in valve (vinv) procedure was performed with a 23mm sapien 3 valve with good outcome. Per medical records review, the patient was admitted approximately 7 years 21 days post tavr for a left transcarotid transcatheter redo aortic valve replacement with a 23mm sapien 3 valve. There were no reports of device malfunction. The valve was implanted successfully with trace paravalvular leak (pvl). Patient was discharged with no reports of complications. Upon review of additional medical records, the patient's original valve was found to be present with degeneration.

Manufacturer narrative:
A supplemental MDR is being submitted based on review of additional medical records. The following section of this report has been updated and corrected: b5 (describe event or problem) and h6 (device code). The investigation is still ongoing.